Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not delivering and received a battery out limit alarm during normal use. Customer's blood glucose was 500 mg/dl. Customer was assisted with reprogramming alarm. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks and had two good size air bubbles. Assistance was given to release air bubbles. There were no insulin issues. Customer declined further troubleshooting due to finding that cannula pulled out.